Event description:
It was reported that a not magnetic resonance imaging (MRI) compatible device entered backup mode following an MRI scan. High voltage defibrillation therapy was not available while the device was in backup mode. Abbott technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.